Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 36 closed and 3 open samples. One of the open pouches is empty and in the other two open pouches received the needle is detached from the thread and the thread is still wound on the pack. Needle attachment strength results conducted with the closed samples received have values that do not fulfill the requirements of the european pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.72 kgf in average and 0.48 kgf in minimum and fulfilled ep requirements (0.69 kgf in average and 0.35 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfill the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Additional information will be provided, when available.

Event description:
It was reported that there was an issue with the silkam black. After opening the packet, it was noted that needle and suture were not reinforced sufficiently. Needle detachment occurred in approximately every 2-3 packets. Additional information was not available.